Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the device froze on the guide wire. While the 3.00x28mm promus element stent was being advanced over the non bsc guide wire it became stuck on the wire. The physician was unable to move the device forwards or backwards on the wire. The physician was able to successfully remove everything as a system. The procedure was completed with a different guide wire and another of the same device. No patient complications were reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified that the stent delivery system was returned stuck on a guidewire. The distal end of the yellow tip was stretched and kinked. This type of damage is consistent with excessive tensile force being used to remove the stuck stent delivery system from the guidewire. A visual and microscopic examination of the crimped stent found no issues. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The inner and outer lumen of the device was broken. The distance from the tip to the outer break was approximately 78mm. The distance from the tip to the inner break was approximately 80mm. The torn/broken sections of the each lumen are jagged with tensile force evident on both sections. The midshaft was kinked and elongated along the entire length. Kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the device. Minimal force was used to remove the guidewire from the device. Solidified blood was identified on both the tip and guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the device froze on the guide wire. While the 3.00x28mm promus element stent was being advanced over the non bsc guide wire it became stuck on the wire. The physician was unable to move the device forwards or backwards on the wire. The physician was able to successfully remove everything as a system. The procedure was completed with a different guide wire and another of the same device. No patient complications were reported with the patient's current condition listed as 'stable'.

Manufacturer narrative:
(B)(4)